Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with his sensor. He stated that he was hospitalized for stomach issues. His stomach is very distended right now and his sensors are less effective. Customer's last three sensors have had issues. One sensor would not insert properly. It would not penetrate the skin because customer's abdomen was so swollen. The other two sensors were inaccurate, causing false threshold suspend modes. The insulin pump would go into threshold suspend mode when customer's blood glucose was 170 mg/dl. Customer was advised of proper sensor insertion and calibration methods. He was advised to speak with his doctor about different insertion sites. Nothing further reported.